Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo atrial fibrillation ablation procedure with an intellanav mifi open-irrigated ablation catheter had a leak at the proximal shaft. This led the staff to notice that there was a malfunction with the irrigation port on the catheter to the point where we had to replace the catheter as it could not irrigate properly. The issue was solved by replacing the catheter and the procedure was successfully completed with no patient complications. Device is expected to be returned.